Manufacturer narrative:
Pr 9137641 - follow up MDR for device evaluation. No samples were received for investigation of pr 9137641, in which the customer has stated: "the dropper is not flexible enough and cracks when squeezed." This feedback relates to 60693e products; however, in this instance the customer has not provided a lot number. As part of a continuous improvement activity bd engineering have initiated a project to improve the functionality of the drip chamber component by changing its raw material. Testing has shown that the use of an alternative material can reduce such instances of cracking. In order to implement this change across multiple product codes, full validation and verification testing needs to be completed. Please note, while these processes are being completed, the current drip chamber component is being subjected to additional in-process testing, in order to reduce the likelihood of cracking. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A review of the customer feedback database indicates that, whilst there are other complaints received against the drip chamber component, this is considered a rare occurrence. The bd designated complaints handling unit will continue to monitor incoming feedback very closely in order to ensure that this trend is not increasing. Please continue to report these events if they occur.

Event description:
No additional information.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd gp series infusion set was cracked and leaking, the following information was received by the initial reporter and translated into english: leakage of product via the drip chamber. The oncology nurses report problems with the bd kits. The dropper is not flexible enough and cracks when squeezed. There's always a breaking sound (I've seen it happen) and the plastic cracks. They've already had several cases of leakage via cracks at this level. They have kept a cracked kit, but no packaging with a batch number. They will be careful to keep the packaging in the future.